Event description:
Whilst on a follow up call with the patient regarding the infection reported on (B)(6)2024 under mhra reference (B)(4). The patient reported a second infection with the same symptoms when a new pod was placed on their thigh. The patient was taken to the doctor and was diagnosed with a bacterial infection and cellulitis. Symptoms included redness, irritation, and soreness. The patient was treated with co-amoxiclav, but no specific dosage and length of treatment was provided. The patient's blood glucose (bg) level were above 15 mmol/l (270 mg/dl) during this event. The pod was removed due to the skin infection and information to treat their bg levels were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.